Event description:
It was reported the patient presented via merlin.net with premature eri and an alert for charge time limit reached. The device was explanted and replaced. The patient was fine.

Manufacturer narrative:
(B)(4). The reported field events of charge time limit reached and premature battery depletion were confirmed in the laboratory via review of the device image. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The original battey was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the charge time-out and the premature battery depletion.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
(B)(4).